Event description:
A customer reported experiencing an over-infusion during the use of a folfusor elastomeric device. According to the report, the device was empty (B)(6) 2014 at 16 hours instead of the intended (B)(6) 2014 at 12h30. The device was filled with fluorouracil and "g-5%". On the date of the report, the patient was under surveillance at the hospital with a fever (39 degrees centigrade). No additional medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is underway. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4)the device was manufactured september 12, 2013 ¿ september 13, 2013. Evaluation summary: the device was received for evaluation with 7ml of fluid in its bladder. The label affixed to the device indicated that the device had been filled with 233ml of fluorouracil and 5% glucose solution. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed; the flow rate of the device was found to be within specification. No nonconformances were observed during evaluation. A batch review was conducted and it was found that during manufacturing, the required value for the final flow acceptance criteria was not met. The lot was successfully reworked and met all the acceptance criteria for release. Should additional relevant information become available, a supplemental report will be submitted.